Event description:
After intra aortic balloon pump for 60 hours, the "leak in iab" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and the iab was removed. (Event complications: none from the event - reported 8/19/98, 8/25/98) (pt's current status: stable - reported 8/25/98)